Event description:
Reporter indicated that the pt's device was registering high impedance on a system diagnostic test. The tests were repeated and the high impedance was observed again. It appears, based on the info provided, that the pt's physician is sending the pt for a surgical intervention, though it wasn't stated if a replacement is planned. It was also stated that x-rays were taken of the implanted device, but no mention as to what was found within those x-rays was provided. Attempts for further info have been unsuccessful to date.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.